Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing issues with their ins, as their doctor informed them that the device had come out of its pouch. The doctor advised that the ins needs to be repositioned back into the pouch, but the pt is concerned that if they do so, the battery might also need to be replaced, since they had the ins for 8 years. When pt was asked for the event date, pt stated that it's been a while, probably the last 4-5 months and has become noticeably more protrusive. Pt was instructed to continue to work with their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.